Event description:
Catheter inserted without difficulty into right subclavian. Chest x-ray negative for complication. The next day-venogram through catheter-free extravasation from catheter tip into mediastinum; mediasternotomy and repair of vena cava, graft repair of innominate vein. Pre-op report: 1) subclavian vein laceration which was the puncture site for the catheter; 2) total disruption of innominate vein from superior vena cava; 3) superior vena cava laceration juxta-innominate vein confluence; 4) bilateral hemothorax. Treatment-surgical repair. Pt expired.